Manufacturer narrative:
Failure event observed during analysis. Final analysis found burn marks on the inverter board which resulted in touchscreen anomalies reported from the field.

Event description:
This report is to advise of an event observed during analysis.